Manufacturer narrative:
Date sent: 11/16/1998. D5; h4: info not available, device not returned for analysis.

Event description:
It was reported the lcs15 was used during an unknown procedure. It was reported the device would not go together properly, the blade would not line up properly. The device was not used on the pt. A new lcs was opened to complete the case. There was no consequence to the pt.